Event description:
On (B)(6)2010, a tunneled dialysis catheter was placed. Pt was undergoing dialysis on (B)(6)2010 where it was noted that there was a hole in the dialysis catheter. Inspection of the catheter demonstrated, a pinpoint hole in one limb of the dialysis catheter. A tunneled dialysis catheter exchange was performed on (B)(6)2010 due to hole in port.